Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was difficulty placing the right ventricular (rv) lead during implant. It was noted that the rv lead had high thresholds, required a high number of rotations to deploy the helix, and there was a lack of injury current. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling, and was kinked at 20.5cm. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth, with tissue visible inside the helix. Visual analysis of the lead indicated damage at implant. The analyst noted that accurate measurement of the helix was not possible due to bent helix. The helix extends and retracts within specification. If information is provided in the future, a supplemental report will be issued.